Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and confirmed a leak from the modular chemistry sample probe due to a faulty 3-way valve on the syringe. The fse replaced the 3-way valve on the syringe to resolve the issue. System performance was verified. Beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer reported dripping from a mc (modular chemistry) sample probe of a unicel dxc 800 synchron system. The issue was discovered during a calibration for bunm (blood urea nitrogen). The customer observed a drip fall into a calibrator cup. The customer was wearing personal protective equipment consisting of gloves, labcoat and goggles at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.